Event description:
It was reported that during the pre-use check, leakage of fluid from the double tube was observed. No patient injury was reported.

Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken or contamination was observed. Functional testing found a leak is observed between tube with the adapter connection, the complaint is confirmed. The root cause of the reported issue was found to be manufacturing - lack of adhesive between tube end of the female luer assembly. An awareness notification was conducted by the quality engineer on 09-sep-2021 to the production personnel to explain the importance of adherence in the procedure. Action taken after the manufactured lot reported in this complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).